Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and discovered that the iabp had experienced blood back with no failure of the iabp. To resolve the issue, the stm replaced the following blood contaminated parts: condensate removal module safety disk, purge valve assembly, luer plug and blood detect tubing. The stm then performed full calibration, functional testing and safety checks to factory specifications, and the iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) generated "autofill error". There was no patient harm and no adverse event was reported.